Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (20 mg/ml at 6.496 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2015, it was reported that the pump and catheter eroded through the skin of the pump pocket in the left abdomen. It was unknown by the reporter what led to the event. It had occurred over time; there was no one incident to report. No diagnostics or troubleshooting was done. The entire system was explanted. The issue was resolved. The patient status was reported as "alive - no injury". On (B)(6) 2015, additional information was received from the healthcare professional and it was reported that the catheter had apparently been severed some time ago as discovered intra-operatively. Per the reporter, the skin erosion may have been due in part to the patient's significant tobacco abuse and very poor personal hygiene habits. Infection was noted as well.